Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device still implanted.

Event description:
It was reported that during a follow up exam eight years post-op, the patient complained about pain in knee. At this time, no intervention was mentioned.